Event description:
Information received from the field notes that during a routine evaluation, the atrial lead displayed noise, low impedance, high thresholds, and poor sensing. The patient reported that he does 100 crunches per day. The device was programmed to 60 ppm in vvir mode. The physician elected to monitor the device.